Event description:
The sampling that detected 22 colony forming units (cfus) of klebsiella pneumoniae and pseudomonas aeruginosa in the biopsy channel, 22 cfu of staphylococcus epidermidis and micrococcus as well as 2 cfu of klebsiella pneumoniae and pseudomonas aeruginosa in the air/water channel, and 17 cfu of staphylococcus epidermidis and micrococcus in the auxiliary channel occurred on (B)(6) 2023.

Manufacturer narrative:
Corrected fields: b3, b5, d8 (inadvertently missed), d9 (device was returned prior to initial submittal). This report is being supplemented to provide additional information based on the results of third-party testing, the customer provided cleaning disinfection and sanitization (cds) practices, the device evaluation, and the legal manufacturer's investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2023 sampling from: all channels colony forming unit (cfu): 1 cfu bacterial identification: micrococcaceae. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer confirmed that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there was no suspected patient infection due to the facility findings. The customer did not provide the specific steps taken during the cleaning sterilization and disinfection (cds) process. The returned device was evaluated and the following defects were noted during the evaluation: the charged coupled device cover lens was discolored, the suction cylinder was scratched, and the scope connector cover was damaged. These defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them."   Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during routine microbiological testing, the evis exera iii colonovideoscope tested positive for 13 colony forming units (cfus) of staphylococcus warneri, and 1 cfu pseudomonas aeruginosa on (B)(6) 2023. The device was reprocessed and testing was repeated on (B)(6) 2023 and detected 4 cfu of staphylococcus epidermidis and micrococcus and 1 cfu of klebsiella pneumoniae. All channels were sampled. The device was reprocessed and testing was repeated on (B)(6) 2023 and detected 22 cfu of klebsiella pneumoniae and pseudomonas aeruginosa in the biopsy channel, 22 cfu of staphylococcus epidermidis and micrococcus and 2 cfu of klebsiella pneumoniae and pseudomonas aeruginosa in the air/water channel, and 17 cfu of staphylococcus epidermidis and micrococcus in the auxiliary channel. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.